Event description:
It was reported that the patient presented to the emergency room (ER) after experiencing two inappropriate shocks. The electrogram indicated noise and a high sensing integrity count (sic) on the right ventricular lead. All detections had been turned off. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) after experiencing two inappropriate shocks. The electrogram indicated noise and a high sensing integrity count (sic) on the right ventricular lead. All detections had been turned off. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient had a chest pain, felt the jolt of electricity and jerk of the patient's body. The lead was fractured and the lead impedance was very high.